Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding difficulty disassembling a da impactor bolt from a shell was reported. The event was not confirmed. Method & results: -device evaluation and results: both returned bolts were successfully assembled and disassembled with no resistance to a trident cup (catalog 509-02-54e) from finished goods. Therefore, the reported event could not be replicated. Inspection of the device found no damage to the product. In addition, no manufacturing non-conformances were identified. -medical records received and evaluation: not performed as patient factors did not contribute to the reported event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no previous reported events for this lot ID. Conclusions: it was determined that no manufacturing non-conformities were identified. However, this device is in scope of a non-conformance report to further investigate the root cause of similar reported events.

Event description:
During a direct anterior total hip, the impactor bolt from the daa instrument was difficult to unfasten from the implant. After impacting the cup it took repeated efforts to disengage the bolt from the implant.

Event description:
During a direct anterior total hip, the impactor bolt from the daa instrument was difficult to unfasten from the implant. After impacting the cup, it took repeated efforts to disengage the bolt from the implant.